Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device 1) implanted on (B)(6) 2011; an additional emdr will be submitted to represent the bard/davol perfix plug (device 2) implanted on (B)(6) 2013. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 1) on (B)(6) 2013 - patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 2). As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years 5 months post implant of perfix plug, patient was diagnosed with pain, hernia, inflammation, adhesions, scar tissue thereby underwent open repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, adhesion and inflammation as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr represents the bard/davol perfix plug (device #1). Additional supplemental emdr was submitted to represent the bard/davol perfix plug (device #2). Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 1). (B)(6) 2013 - patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 2). As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information: (B)(6) 2011 - patient was diagnosed with left direct inguinal hernia thereby underwent open repair with implant of perfix plug (device #1). Per operative notes, ¿the hernia sac was dissected. A medium perfix plug (device #1) was used with the mesh inserted in the defect behind the abdominal muscles and plug was secured using sutures to the deeper tissues through the abdominal wall.¿ (B)(6) 2013 - patient was diagnosed with recurrent left direct inguinal hernia thereby underwent open repair with perfix plug (device #2). Per operative notes, ¿noted a direct hernia, a large perfix plug (device #2) was secured using sutures.¿ (note, no mention/visualization of device #1 during this repair). (B)(6) 2015 to (B)(6) 2016 - patient was diagnosed with pain, recurrent hernia and scarring. (B)(6) 2016 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with mesh explants (device #1 & #2). Per operative notes, ¿extensive scar was encountered. Previously placed plug mesh was encountered in the direct space within the internal ring densely adherent to spermatic cord. These were both (device #1 & #2) removed resulting in large defect within abdominal cavity therefore a synthetic mesh was placed.¿ attorney alleged that the patient had adhesions, other organ perforation, pain, hernia recurrence and emotional injuries. It is also alleged that the patient had an additional surgery for bilateral inguinal hernias on (B)(6) 2016 and periodic pain injections for lower abdominal and groin pain.